Manufacturer narrative:
Event date: the event date was not reported; the first date of the month of the aware date was selected as an estimate.

Event description:
It was reported that several pairs of size 8 esp specialty gloves had been opened and every pair had a hole in the wrist. There were no patient or physician injuries or issues reported to have occurred.